Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore under the front right breast where the electrodes sits, on an old scar. The lifevest contact is irritating or exacerbating existing condition. The patient's physician suggested lotion for the irritation. The outcome of the irritation is not known.